Manufacturer narrative:
Investigation/conclusion: the patient was reported as using heparin. Limitations in package insert (pi), this test should not be used for patient's on heparin therapy." This constitutes off-label use. Since the product associated with complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follow: date: (B)(6) 2014, inratio inr: 1.6, laboratory inr: 2.2. The time between testing and patient's therapeutic range was not provided. Reportedly, the patient has a central line which is flushed with heparin daily no adverse event reported. No additional information was provided.